Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
Boston scientific received information that the patient contacted the clinic and reported experiencing syncope the previous day. Boston scientific technical services (ts) noted that the last remote interrogation for this patient was from two months earlier. Ts suggested having the patient come into the clinic for a pacemaker interrogation. The cause of the syncope remains unknown. The pacemaker remains in service and no additional adverse patient effects were reported.